Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 3008829311-2018-00172. Reference MFR. Report: 3008829311-2018-00173. It was reported the patient experienced ineffective stimulation on the right side of the target area. X-rays were unremarkable for lead migration, and impedances were found to be within normal limits. Reprogramming attempts were unsuccessful. Therefore, the patient may be awaiting surgical intervention at a later date. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 4 reference MFR. Report: 3008829311-2018-00172, reference MFR. Report: 3008829311-2018-00173, reference MFR. Report: 1627487-2018-03286. Additional information indicates the patient had four leads. Follow up information identified the patient underwent surgical intervention where it was found one of the left leads migrated. The physician explanted three of the leads and left one of the left leads in place. Postoperatively, effective coverage was established only for the patient¿s left side of the pain pattern.